Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with a restricted posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a second clip, a mitraclip nt, was inserted and gasping was performed. However, difficulty capturing the leaflets occurred, and a small perforation of the anterior leaflet was observed. Therefore, the clip was removed from the patient. No additional clips were implanted. The procedure was discontinued, and the mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.